Manufacturer narrative:
Further failure analysis investigation was performed: the reported failure (message of check connection cord for e-100. Error 25902) could not be replicated. This unit was installed into the test system, and it worked fine with a vessel seal instrument installed. Fa used vessel sealer extend instrument with a saline dipped gauze in the jaws and fire yell pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted benign hysterotomy surgical procedure, the customer observed message stating check connection cord for e-100. The customer was able to power cycle the e-100 generator and the message temporarily appeared resolved. However, when they did a few instrument exchanges and when tried to use vessel sealer extend instrument (vse) again, the same message populated. Customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance who observed error 25902 during log review. The tse was unsure if this error was generated with user power cycling e-100 generator prior to customer calling. There were no issues with vse instrument when connected to erbe generator. Customer proceeded with the case, and it was completed with no reported injury to patient. Isi followed up with isi clinical sales representative and obtained the following information: the csr confirmed that the procedure began with the e-100 generator and was completed with the erbe generator. He reported that the customer could have completed the procedure continuing to use the e-100 generator but opted to switch to and finish the procedure with the erbe generator. The csr had no other information and did not believe customer would have more information. The csr confirmed that there was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer regarding issues with the e-100 generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replace the e-100 generator before the start of a case but was not able to test due to patient was already in the room. Isi did receive the e-100 generator to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. This unit was installed into the test system and it worked fine with synchroseal instrument installed. Fa used a synchroseal instrument with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 generator worked fine without any issue. Fa power cycle 10x without any issue / error.